Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: a review of the pump¿s history showed a low battery warning and replace battery alarm. There was evidence of a partially discharged battery installed on 8/15/2013; followed by multiple unexplained reboots. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The current draws were found to be within specifications. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. Damage was noted on the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.